Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 600mg/dl and diabetic ketoacidosis. The customer had symptoms such as chest tightness and treated with the pump. Customer indicated that blood glucose value was 140 mg/dl at the time of the call. Customer declined high blood glucose troubleshooting and indicated they would call back for further assistance.